Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/16/2014 with the following findings: there were several pump reboots observed in the black box history with the battery voltage being above the replace battery alarm threshold prior to the event. Unrelated to the complaint, the battery compartment was cracked. The battery cap was not returned with the pump, so a test cap was used and able to fit and maintained electrical connection. There was no power interruption during the investigation and no intermittent condition was found to the power circuit when the pump cover was removed. There was moisture corrosion observed in the battery compartment and the pump failed a leak test due to the battery compartment crack. There was no further moisture ingress observed internally when the case was removed. Also unrelated, the display was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).